Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose. At the hospital, they were having trouble raising the customer's blood glucose and the customer was kept overnight. The caller stated that the customer also had hiatal hernia, and there were some problems with that, which lead to septicemia. The customer went to the emergency room 4 times and had blood glucose levels in the 20 mg/dl and 30 mg/dl ranges. The customer had neuropathy. The customer passed away in the hospital, on (B)(6) 2015. The customer had started having low blood glucose levels approximately 6 weeks prior to passing. The customer's blood glucose, at the time of death, was unknown. The last known reading was 43 mg/dl. The customer was wearing the insulin pump at the time of death. The caller was unsure about the customer's sensor use. The insulin pump will be returned for analysis. Also, she stated that the device had been without a battery for weeks.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.